Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of unable to exclude device problem.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent ipg replacement procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.